Event description:
It was reported that during pvi procedure, a perforation of the aorta occurred. During a fluoro guided transseptal puncture, the brk transseptal needle passed into the aorta. The pts' blood pressure dropped to approx 90mmhg systolic and contrast was seen engaging the coronary arteries. The pvi procedure continued and was completed successfully with no intervention required. An echo was performed post procedure which confirmed no pericardial effusion. The pt was stable and discharged the next day with no complications.

Manufacturer narrative:
(B)(4). The product was not returned or eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.